Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 630 mg/dl and trace ketones resulting in a visit to the emergency room (ER). The customer delivered a correction bolus and administered manual injections to address the bg level; no additional treatment was required while at the ER. The suspected cause of the adverse event was due to insulin leaking from the cartridge tubing connection due to the customer not tightening the connection correctly when the supplies were changed. No other issues were identified with supplies or the pump. The customer was released from the ER one hour later with the issue resolved and no permanent damage sustained.

Manufacturer narrative:
Device not returned.